Manufacturer narrative:
(B)(4). Batch #: unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported by that during a respiratory surgery, the jaws did not open after the device was fired and removed from the patient. The device was used on the lung parenchyma. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.